Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test, and unexpected restart error tests. No motor error or excessive no delivery alarms were noted. The motor was tested outside of the device and it passed. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was received with a cracked reservoir tube lip, a cracked case near the display window corners, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump kept alarming no delivery. Changing the infusion sets has not helped. Customer's blood glucose level was 600 mg/dl. He treated his blood glucose level with a manual injection. Insulin did not exit the tubing with manual prime. The customer received a motor error and then a no delivery alarm. The displacement test and manual prime were successful and the motor error alarm did not recur. The customer was able to rewind the insulin pump. The device was not returned.